Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset. Analyst commented, partial reset occurred on 2013 (B)(6).

Event description:
It was reported that during a implantable pulse generator (ipg) follow up visit the device showed a power on reset (por) had occurred. All ipg parameters were programmed back to original settings and test satisfactory. The ipg remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).